Event description:
The customer reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in loading a new cartridge using the proper technique and successfully resumed insulin therapy. The issue was resolved.